Manufacturer narrative:
Final device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.

Event description:
It was initially reported the patient required a catheter revision (reason unspecified). The pump was close to end of life, so it was decided to replace it at the same time. No rotor study or dye study was performed. There was no serious injury to the patient. The drug used in the pump was hydromorphone 10 mg/ml. Additional information received indicated the catheter was presumed to be the issue as the patient had been undergoing escalation of their dosage. The patient had been stabile on the previous dose for a long period of time. The patient recovered without sequela.